Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings and additional information received.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturers policy. Blocks a1, a2, a4-a5: all reasonably known patient information is included in this report. Block d4: not a serialized device. Block h3: the device was received stuck inside a third party device. Once separated from the third party device, it was observed the distal coil was curved and stretched near to sensor housing, no rough/sharp edges observed. The proximal pet tubing was compressed together. The probable cause of the reported failure is damage in use as evidenced by the damaged pet tubing. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Does not apply to this submission. Lot # is unknown. Attempts to obtain information have been unsuccessful. Expiration date is unknown. As the serial # is unknown expiration date is unavailable. Serial # is unknown. Attempts to obtain information have been unsuccessful. UDI # is unknown. As the serial # is unknown UDI # is unavailable. The implant or explant dates are not applicable to this device. Not applicable for this device. Device manufacture date is unknown. As the serial # is unknown manufacture date is unavailable. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death, or deterioration in the state of the health of any person.

Event description:
It was reported during a coronary procedure, another manufacturers balloon device became stuck on the manufacturers guidewire device, they removed all pieces as one unit. Device was discarded/removed before capturing product identification information. This report is being submitted because another manufacturers balloon device was stuck on the manufacturers guidewire device requiring removal of the devices together.